Event description:
The customer reported that one of the employees experienced "tightness in her chest and tingling in her throat" and eye irritation from a "burnt smell." The employee reported to have a history of asthma. The employee did not seek medical attention or receive treatment.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse did not find any oil mist coming from the unit.